Event description:
It was reported that there was an air-in-line event with the pump without an alarm. It was noted that the pump had drawn air beyond the sensor. Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s report of an air-in-line event without an alarm could not be confirmed or replicated during this investigation. Review of the pcu and pump module event logs shows the last infusion of the source pump (air-in-line setting noted as 250 l and accumulated air as disabled) on the reported date of 21apr2021. At 9:34 pm, guardrails drugid=(B)(6) (gentamicin) was programmed with a drug amount of 320 mg and diluent volume of 100 ml to infuse at both calculated rate of 200 ml/h and vtbi of 100 ml. The primary volume infused (pvi) was noted as 0 ml. At 9:51 pm - 10:00 pm, the device alarmed for air-in-line and infusion was eventually restarted. At 10:17 pm, the vtbi was manually changed to 30 ml. O at 10:25 pm, the pump module was channeled off. The total volume infused during this timeframe was 123.878 ml. During the investigation, the pump module¿s accumulated air setting was noted to be disabled. The accumulated air setting is designed to detect streams of air boluses that are smaller than the single air bolus setting (250ul). Results from the air-in-line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit was operating within specifications. The inspection and testing process performed on the pump module found no existing malfunctions related to the reported issue. The device was being used for treatment. The probable cause of the customer¿s report of an air-in-line event without an alarm was identified as due to the device¿s accumulated air setting being disabled. Sample inspection: the inspection process performed on pump module s/n (B)(6) found it to be in fair condition. The right (male) iui was observed with damaged isolation ribs. The bezel date code was noted as 11/19 (september 2019). The ail assembly was noted with a meggitt ail s/n (B)(6) , having a manufacturing date of september 2019. No other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: a review of the pcu and pump module event logs shows the last infusion of the source pump (air-in-line setting noted as 250 l and accumulated air as disabled) on the reported date of 21apr2021. At 9:34 pm, guardrails drugid=(B)(6) (gentamicin) was programmed with a drug amount of 320 mg and diluent volume of 100 ml to infuse at both calculated rate of 200 ml/h and vtbi of 100 ml. The primary volume infused (pvi) was noted as 0 ml. At 9:51 pm - 10:00 pm, the device alarmed for air-in-line and infusion was eventually restarted. At 10:17 pm, the vtbi was manually changed to 30 ml. At 10:25 pm, the pump module was channeled off. The pvi was noted as 123.878 ml. No further infusions were performed. Test results: functional testing was performed on both the received pump module and pcu along with a known good lab disposable set. An infusion was programmed based on the device¿s last noted infusion parameters and the infusion completed as expected. The source pump module was tested using the air in line threshold test method. It was found that the module¿s air detection system was operating within specifications. Test methods: 1503-001-002-r air in line threshold test method. Device history review: a review of the pump module device history record showed the device had a manufacture date of 5/06/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the logs/device be received for evaluation.

Event description:
It was reported that there was an air-in-line event with the pump without an alarm. It was noted that the pump had drawn air beyond the sensor. Although requested, further information was not provided.